Event description:
It was reported that 50 bd vacutainer® ultratouch¿ push button blood collection sets experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: requested to deliver 367391, in one box/200 there are 4 boxes/50. They received one box of 367391 lot# 0087644 in which three boxes/50 were of 367391 and one box/50 was not having label and inside that box there was different product i.e. 367393 lot# 0087643.

Manufacturer narrative:
H.6. Investigation: bd sumter received three customer photos showing bd pbbcs device shelf carton labels of catalog # 367391 and lot # 0087644 on the label. Another photo shows a bd pbbcs blister package with product information showing a different catalog # 367393 and lot # 0087643. Therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Medical device type: an additional device type is listed as fpa a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 bd vacutainer® ultratouch¿ push button blood collection sets experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: requested to deliver 367391, in one box/200 there are 4 boxes/50. They received one box of 367391 lot# 0087644 in which three boxes/50 were of 367391 and one box/50 was not having label and inside that box there was different product i.e. 367393 lot# 0087643.